Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: after implant of mesh laparoscopically. It was detected after patient complained during a follow up. Medical intervention is required; reintubation is necessary; surgery time was not extended by more than 30mins. There is presence of anterior abdominal wall defect (maximum 7.5 cm) with protrusion of bowel loops and omental fat with migration mesh sheet anterior to protrusion content. Multiple CT hyperdense focus seen in abdominal wall s/o suture "as per ncct upper abdomen.